Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of remote data from this system identified a signal artifact monitor event with minute ventilation noise detected on the atrial lead. Atrial pacing impedance was noted to be greater than 3000 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. Testing was performed which resulted in some out of range impedance measurements on the atrial channel during certain movements. The lead was reprogrammed to unipolar pacing and bipolar sensing. No adverse patient effects were reported.